Event description:
It was reported that stent thrombosis occurred and the patient went surgery. The 80% stenosed target lesion was located in the mildly calcified proximal circumflex artery. Two 2.25 x 16 synergy drug-eluting stents were advanced and implanted. However, after the procedure within an hour after the stents were deployed, a clot formed in the stent. The patient was brought back for surgery and the clot was removed and an additional stent was implanted. The procedure was completed and the patient fully recovered.